Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center technician indicated that foreign objects in the nozzle were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the completed investigation, the cause of the foreign material remaining in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.